Event description:
It was reported that the lead was capped 3 days after generator exchange due to shock impedance >150 ohms. The x-rays of the pocket area reportedly showed insulation damage. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6), 2023 and (B)(6), 2023 recorded the shock impedance >150 ohms on (B)(6), 2023. There were no iegm episodes available for the time of the event. The episode number 124 from august 29, 2023 at 4:15 pm showed a 40 j shock on induced vf which was successful terminated. The shock impedance measured during the shock was 82 ohms. The provided x-ray images of the pocket area were inspected. The images did not show any sign of conductor fracture. The reported potential insulation damage could not be confirmed based on the available x-rays. In spite of the available information, no conclusion can be drawn regarding the root cause of the observed shock impedance >150 ohms. An analysis of the lead itself would be necessary to determine the root cause. Should additional relevant information or the device itself become available for analysis, the investigation will be updated.